Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were bubbles in the gel separation barrier of 203 tubes and foreign matter in 43 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: g.5 PMA / 510(k)#k954592. Investigation summary bd received 1 photo for investigation. Evaluation of the photo indicates the presence of foreign matter in the tube: however, the photo does not confirm air bubbles in the gel. A total of 100 retention samples from each lot were visually inspected with no foreign matter identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter. This complaint is not confirmed for gel air bubbles. Bd was unable to identify an exact root cause. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there were bubbles in the gel separation barrier of 203 tubes and foreign matter in 43 tubes. No adverse impact was reported regarding the patient or user.